Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. As received, the electrode belt failed the pulse lead hipot and functional-fall off tests. The cause was a defective u723, a low capacitance, low charge injection multiplexer, on the distribution node (dn) pca. Pins 10, 11, and 12 were out of tolerance. The root cause for the out of tolerance component was unable to be positively determined. No adverse event resulted from the out of tolerance component. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a pulse lead hipot and functional fall-off test. The last patient to use this electrode belt did not report any deficiencies.